Manufacturer narrative:
Philips service replaced the bios battery and xper module and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host computer failed to auto-start due to a dead bios battery on an allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.